Event description:
It was reported that when a pt underwent a spinal surgical procedure following a motor vehicle accident, a driver tip sheared off while removing a crosslink at t9. The tip was retrieved from the pt and discarded at the hospital. The crosslink was removed and replaced.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Approximately 4 mm of tip has been broken off, consistent with interface during usage. Microscopic examination of fracture revealed a fairly tortuous fracture surface, with no indications of fatigue or torsion. A review of the device history records did not identify any applicable nonconformance to specification.